Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik, was diagnosed with trace dlk (diffuse lamellar keratitis) on the first post-op day. The steroid drops were increased, and when the pt returned for the one week post-op check, the dlk had resolved completely. This report concerns the pt's right eye.